Event description:
It was reported that a pump reset occurred. The patient presented to the clinic on (B)(6) 2014 for a refill and alarms were noted during device interrogation. The alarm was a critical alarm due to safe state occurred. The type of reset was unknown and the healthcare provider (hcp) only knew that the pump reset. The patient did not hear the alarm but the family stated they heard something and thought it was coming from the attic. The patient had some increased spasticity on the left side and was currently using a walker with a shuffled gain and slow to initiate things. The patient denied any itching, confusion, or fever. On (B)(6) 2014, the hcp aspirated the catheter access port (cap) to check for catheter patency and was able to aspirate freely. The plans were to replace the pump in late (B)(6) 2015. The pump had delivered gablofen at 370mcg/day and it was indicated that the pump was reduced to minimum rate of 12.3mcg/day until device replacement. Patient outcome was unknown at the time of the report. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).